Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were getting insulin flow blocked alarms. The customer got home and had high blood glucose levels of 349 mg/dl and 400 mg/dl due to the blockage. They received the insulin flow block alarm again. The customer's blood glucose level during the incident was 398 mg/dl. They gave a manual shot to treat the high blood glucose. The customer's current blood glucose level was 37 mg/dl. They treated the low blood glucose with food. Troubleshooting was performed and insulin was able to exit. The customer reported that the previous insulin flow blocked alarm event was resolved by changing the complete infusion and reservoir set. The device will not be returned for analysis.